Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redx0526 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "bard powerpicc provena catheter lot redx0526. During attempt to place PICC line, the guide wire, but wire would not dislodge from the needle. Removed needle to also help remove the rest of the wire from the pt. Arm. Guide wire did not fully come out with the needle either. Wire tip and attached filament".

Event description:
It was reported via medwatch "bard powerpicc provena catheter lot redx0526. During attempt to place PICC line, the guide wire, but wire would not dislodge from the needle. Removed needle to also help remove the rest of the wire from the pt. Arm. Guide wire did not fully come out with the needle either. Wire tip and attached filament" additional info. Received: "rn leadership believe this may have been user error."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed but the exact cause remains unknown. One 0.0180¿ x 50 cm guidewire was returned for evaluation. The wire was observed frayed and elongated. The distal 1.2 cm of the guidewire coils and tip appeared to be intact. A kink in the coils was visible 0.5 cm from the distal tip of the wire. The formation of the kink may have occurred during advancement against resistance or during handling. Microscopic observation of the core wire revealed it to be fractured. The core wire break surface appeared to be rounded and no evidence of material necking was noted. The outer diameter of the guidewire was measured and was found to be within manufacturing specification. Retraction of the guidewire against the needle bevel may have contributed to the fraying of the guidewire; however, the introducer needle was not returned and could not be inspected for evidence of damage. The product instructions for use (IFU) states, "caution: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire." A lot history review (lhr) of redx0526 showed no other similar product complaint(s) from this lot number.